Manufacturer narrative:
Physician update on 11/23/2016 provided the following information for the reported event: (B)(6) male patient with pacemaker implant using cangaroo device (cmcv-009-med lot# m16g1179) on (B)(6) 2016. Cangaroo pouch had been soaked in bacitracin antibiotic solution for 1 minute prior to implant. About (B)(6) 2016 patient noted drainage from lateral aspect of incision which subsided 2 days prior to (B)(6) 2016 diagnosis of pocket infection. Patient presented at ER on (B)(6) 2016 with flu-like symptoms, pocket area warm and erythematous when compared to right chest wall. There was no active drainage from incision but honey crusted scab present at lateral edge of incision. Device and leads were explanted on (B)(6) 2016. There was frank pus in the pocket that grew methicillin sensitive staph aureus. Extensive evaluation after explant suggested patient did not still need a pacemaker, and none has been implanted. Patient is doing well. Physician reports no known comorbidities that would have contributed to event, and that there was no way to tell whether the event was related to, or caused by the device. Manufacturing review of identified lot shows no issues observed in bioburden and sterility testing results for this lot, and the release of product to distribution on 7/12/2016 having met all requirements for release.

Manufacturer narrative:
No additional information is available at this time and root cause cannot be determined. Cormatrix has made multiple attempts to obtain additional information from the surgeon and user facility. No sample or further information was provided to the manufacturer. It is unknown if the reported event may also be related to the patient co-morbidities, the surgical procedure, other devices, or treatments. Cormatrix will submit a follow-up report if additional information becomes available.

Event description:
It was reported that a cangaroo ecm envelope was implanted after having been soaked in bacitracin for 1 - 2 minutes and sutured in place. Three (3) weeks post-op the patient presented with the onset of swelling and pain in the pocket. When it was opened there was frank pus. Cultures grew (B)(6). Patient had extraction of device and leads without complication and doing well.